Manufacturer narrative:
Model 4047 is not a boston scientific device and investigation will be completed by integer.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a loss of capture. The physician increased atrioventricular delay (avd) to attempt to minimize pacing, however, pacing was still observed. Technical services (ts) discussed pacing was observed due to the biventricular (biv) trigger being programmed on. Ts recommended reprogramming options. This lv lead remains in service. No adverse patient effects were reported.